Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the carrier did not easily go through the mesher, causing the normal size and thickness skin graft to become caught in the roller. An alternate device was available to complete the procedure and an additional skin graft was required from the patient. No delay to the procedure was reported. Diligence is complete and there is no additional information. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d10, g1, g3, g6, h1, h2, h4, h6, h11. D10: concomitant therapy. Item#: 00770800010, zimmerâ® s.g. Carrier 8 in length, lot#: 79406246. Item#: unk, unknown skin graft mesher, serial#: unk, lot#: unk. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.